Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a bifurcation procedure of the left anterior descending (lad) artery and the moderately tortuous, mildly calcified, proximal circumflex artery, the turntrac guide wire was used to protect the cx vessel. Post stent implantation, during removal the turntrac met resistance and could not be removed. The guide wire was jailed under the stent. The turntrac became stretched and separated/detached. The detached fragment was removed using a snare device. Although prolonged procedure time occurred there was no clinical significance or reported adverse patient sequela. A different non-abbott guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment and stretched coils were able to be confirmed. The reported entrapment was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.